Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# va055cg, implanted: (B)(6) 2013, product type: lead. Product ID 3387s-40, lot# va055cg, implanted: (B)(6) 2013, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported via a manufacturer representative (rep) reported that his implantable neurostimulator (ins) was at elective replacement indicator (eri) as of (B)(6) 2016. The battery voltage was 2.54 volts after three months. He had a CT scan taken two to three weeks prior to this. At that time the patient contacted the rep to notify him that the battery voltage measured by the patient programmer was 2.8 volts and then it went back up to 3.0 volts. The rep was not sure if these numbers were exact, but close to it. When the rep took the initial impedances on (B)(6) 2016, they were within range. However, when taken on (B)(6) 2016 the combination of 10 <(>&<)> 11 was 41 ohms. The battery depletion was premature due to the short circuit. The patient also fell, but was not sure when or if he hit his head. He did show the rep bruises on both arms and elbows. The rep reprogrammed the patient and he seemed to be getting good symptom control. The battery voltage also began to increase from 2.54 volts to 2.62 volts. The healthcare provider (hcp) would be scheduling the patient for a lead or extension revision. The rep later noted that the extensions were replaced at the prior battery replacement, so the impedance issue was likely a problem with the lead. It was unknown if the issue was resolved. The patient¿s indication(s) for use were movement disorders.

Event description:
Additional information received from the manufacturer representative reported that they programmed the patient's implant around and was not using the electrode 10/11 due to the impedance of 44 ohms. It was stated that the implantable neurostimulator's (ins) voltage was currently at 2.92v.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the cause of the short was unknown was unknown. The voltage of the implantable neurostimulator (ins) battery also increased when they ceased using the contacts involved with the short.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.